Manufacturer narrative:
This medwatch report is being filed based on the results of the product analysis, which revealed cut damage to the polymer jacket material. As received, the specimen consisted of one each hydro gw stf std s 150-035; returned partially reloaded into the partial (less the j-straightener attachment) dispenser assembly and triple-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a large radius bend and several kinks over the distal 12.20cm and a cut to the polymer jacket exposing the metallic core wire 21.0cm from the distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. There is no mention of the bend/kink or cut damage in the event description and therefore the timing and cause of the damage cannot be determined at this time. The damage to the polymer jacket material appears consistent with coming in contact with a sharp or metal object or device. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." The dfu precautions also indicates "when reinserting the zipwire hydrophilic guidewire back into the holder, take care not to damage the wires coating with the edge of the holder." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the surface of the guidewire was not smooth. The device is expected to be returned before nov. 28th. There were no patient complications reported. Additional information reported the issue occured outside the patient and that the patient condition following the procedure was stable.